Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a hepatectomy procedure the teflon pad burnt. Furthermore, olympus was informed that no device fragment fell inside the patient. There was a ¿short circuit¿ error displayed on the generator. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the teflon pad had burnt marks, separated from the jaw exposing metal. Probe check was performed and device passed the probe check. The distal end was inspected under a microscope and found charred marks on probe unit.